Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a routine follow-up reprogramming session for a patient with an implantable neurostimulator 97715 intellis adaptivestim pain, high impedance was detected. The high impedance issue was ongoing and not resolved at the time of reporting. Contact 0 was not being used in existing programs. The patient was reported to be receiving effective relief and appropriate paresthesia. No troubleshooting was performed. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.